Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy had not worked for the patient since 2016, about two weeks post implant. Patient stated that they worked with the manufacturer's representative (rep) and their doctor with programming. Patient stated they tried to turn therapy off in (B)(6) 2016 and turned it back on after programming with the doctor but it did not make a difference. Patient was redirected to follow up with the health care provider (hcp) to work on a solution. Patient asked about compatibility of deep brain stimulation (dbs) therapy device with interstim therapy and it was reviewed that there would be no interference expected between the two devices. No further patient complications were reported or anticipated as a result of this event. Additional information was received by a manufacturer representative (rep) from the patient who indicated that their ins for their bladder is not functioning well at all and they have been thinking about having it removed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was in rehab and had the interstim device removed. It was noted that there was no fault with the device and that they tried a couple of changes to it and it never worked for the patient and they had talked to a manufacturer representative several times as well. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.